Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for used. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 05second. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as result of the event.